Event description:
A journal article was reviewed that contained information regarding this implantable cardiac resynchronization defibrillator system. During the implant procedure the coronary sinus was dissected. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Additional information has been received which has been added. It was further reported the patient developed a pericardial effusion after implant. The hospitalization was prolonged due to the pericardial effusion. The physician reports the adverse event (pericardial effusion) was not device or procedure related. The status of the lead remains unknown. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.